Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ left fallopian tube wasn't healed from the birth, but proceeded with the placement') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". Concomitant products included corticosteroid nos, ethinylestradiol;levonorgestrel (seasonique), ibuprofen, medroxyprogesterone acetate (depo provera) and ondansetron. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), nausea ("nausea") and rash macular ("rashes or skin conditions type: red patches,") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraine/ headaches"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding: other"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision problems") and complication of device insertion ("feels like the implant didn't process correctly"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, headache, nausea, visual impairment, weight increased, rash macular, migraine, abdominal distension and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, rash macular, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder problems,urinary problem, bladder infection, vaginal infection, vaginal. Discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. 66023-inv ,b66023) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included parity 2 (one 2 years old, one 2 months at time of essure insertion). Concomitant products included corticosteroid nos, ethinylestradiol;levonorgestrel (seasonique), ibuprofen, medroxyprogesterone acetate (depo provera) and ondansetron. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), rash macular ("red patches on skin") and nausea ("nausea") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraine/ headaches"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), genital hemorrhage ("bleeding"), headache ("headaches"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), visual impairment ("vision problems") and complication of device insertion ("feels like the implant didn't process correctly"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, genital hemorrhage, rash macular, abdominal distension, headache, vaginal discharge, vaginal infection, bladder disorder, urinary tract disorder, cystitis, fatigue, migraine, alopecia, tooth disorder, nausea, visual impairment, weight increased and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital hemorrhage, headache, migraine, nausea, pelvic pain, rash macular, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: information received after essure placement procedure: left fallopian tube was not healed from birth, but proceeded with the placement. Plaintiff received treatment for bladder problems,urinary problem, bladder infection, vaginal infection, vaginal discharge. She was planning removal due to: too many complications, sexual discomfort, feels like the implant did not process correctly. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76.2 kgs. Imaging procedure - on (B)(6) 2014: rt (interpreted as right) coil difficult to visualize, confirm placement with hsg. Pregnancy test urine - on (B)(6) 2014: negative. Lot number reported (66023) is not valid. Batch no: b66023. Production date: 2013-09-05. Expiration date: 2016-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ left fallopian tube wasn't healed from the birth, but proceeded with the placement') in an adult female patient who had essure (batch no. 66023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included parity 2. Concomitant products included corticosteroid nos, ethinylestradiol;levonorgestrel (seasonique), ibuprofen, medroxyprogesterone acetate (depo provera) and ondansetron. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), nausea ("nausea") and rash macular ("rashes or skin conditions type: red patches,") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraine/ headaches"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding: other"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision problems") and complication of device insertion ("feels like the implant didn't process correctly"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, headache, nausea, visual impairment, weight increased, rash macular, migraine, abdominal distension and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, rash macular, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder problems,urinary problem, bladder infection, vaginal infection, vaginal. Discharge diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: negative. Most recent follow-up information incorporated above includes: on 8-apr-2021: mr received : reporter, lot number, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ left fallopian tube wasn't healed from the birth, but proceeded with the placement') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". Concomitant products included corticosteroid nos, ethinylestradiol;levonorgestrel (seasonique), ibuprofen, medroxyprogesterone acetate (depo provera) and ondansetron. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), nausea ("nausea") and rash macular ("rashes or skin conditions type: red patches,") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraine/ headaches"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding: other"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision problems") and complication of device insertion ("feels like the implant didn't process correctly"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, headache, nausea, visual impairment, weight increased, rash macular, migraine, abdominal distension and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, rash macular, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder problems,urinary problem, bladder infection, vaginal infection, vaginal. Discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Reporter information updated. Product information details updated. Other relevant history updated. Events: rashes or skin conditions type: red patches, migraine/ headaches, gastrointestinal or digestive system condition type: bloating, feels like the implant didn't process correctly were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('bleeding: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder problems,urinary problem, bladder infection, vaginal infection, vaginal. Discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, bleeding (other), perforation: fallopian tubes, bladder problems, urinary problem, bladder infection, vaginal infection, vaginal discharge, hair loss, dental problems, headaches, nausea, vision problems, weight gain, essure confirmation test not done. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.